Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an rcd (red call doctor) icon. Technical services (ts) assisted in reconnecting the communicator. It was determined the rcd icon was for a high out of range shock impedance on the right ventricular (rv) lead, greater than 125 ohms. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. B1, b2, f10, h1, and h6 updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a rcd (red call doctor) icon. Technical services (ts) assisted in reconnecting the communicator. It was determined the rcd icon was for a high out of range shock impedance on the right ventricular (rv) lead, greater than 125 ohms. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported. Additional information was received from the field. The cause and issue of the resolution was unknown. No adverse patient effects were reported. Additional information was received. It was reported that this ICD recorded a code 1005 indicative of a short circuit condition during shock delivery. Ts reviewed latitude data and found this ICD delivered inappropriate anti-tachycardia pacing (atp) and a single electric shock due to suspected supraventricular tachycardia (svt). However, the svt was uncorrelated. Therapy did slow the ventricular tachycardia (vt) rate but accelerated the atrial rate. The device appropriately provided atrial tachy response (atr). Ts recommended replacing the rv lead.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a rcd (red call doctor) icon. Technical services (ts) assisted in reconnecting the communicator. It was determined the rcd icon was for a high out of range shock impedance on the right ventricular (rv) lead, greater than 125 ohms. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported. Additional information was received from the field. The cause and issue of the resolution was unknown. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.